Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen displayed bars across the display, became unresponsive, and was unusable, which prevented supply changes and coincided with the user running out of insulin, resulting in a recorded blood glucose of 300 mg/dl; the device problem involved a fractured component affecting the touchscreen, and the device will be returned. Symptoms included hyperglycemia, while the user reported no injury. Outcomes included unexpected medical intervention and serious injury. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem affecting the touchscreen consistent with a fracture in that component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.